Event description:
The customer reported that the insulin pump had multiple no delivery alarms. The patient declined to troubleshoot. The blood glucose reading was 185 mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.